Manufacturer narrative:
(B)(4). (B)(6) . Evaluation summary: the actual device was not returned; however, a photograph of the device was received for evaluation. Inspection of the photograph identified air bubbles, however it could not be determined that the tubing was for an access set as the photo did not show the entire device. Two retention samples of the same lot as the reported device were then evaluated. Visual inspection did not identify any non-conformities with either sample. Each sample was then connected to a bag, primed, connected to a pump, functionally tested, and observed for issues. Both samples passed testing and air bubbles were not identified within either set. The reported problem was unable to be confirmed through photographic inspection or for either retention sample. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard IV solution administration set had air bubbles in its tubing. This was noticed during patient infusion of mitoxantrone using a baxter pump, running at 53 ml/hour. The reporter stated that the bubbles were found in the part of the tubing that exited the pump, until the set¿s 3-way tap. The pump did not alarm for air in line. There was no patient injury or medical intervention associated with this event. No additional information is available.